Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified that during the revision procedure, corrosion was observed at the head-stem junction. Three pseudotumors were debrided and the surrounding tissues were consistent with metallosis. The head and liner were replaced with new zimmer biomet products. Post revision blood test reports showed a decrease in the metal ion levels. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial hip arthroplasty was revised thirteen years later due to pain, elevated metal ion levels, pseudotumor, metallosis, and in-vivo corrosion. No additional information is available at this time.

Manufacturer narrative:
(B)(4). D11: 00630506032 liner standard 32 mm 60463939 00620006022 shell porous 60448909 00801803203 femoral head 60458532 an additional MDR report was filed for this event, please see associated report: 0002648920 - 2020 - 00302 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip arthroplasty was revised thirteen years later due to unknown reasons. No additional information is available at this time.